Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of t-waves and noise. At this time the patient will be followed on the remote home monitoring system and scheduled for an in-office visit. During the in-office visit they will assess the other sensing vectors and determine appropriate programming. The s-ICD remains in service and no adverse effects were reported.